Manufacturer narrative:
Investigation results indicate that this was a single use blade that was reused. The quality investigation is complete. Device not returned.

Event description:
It was reported that during set preparing for opening a cranium during an autopsy, the blade broke at the mount. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was also reported that this single use blade was used ten times.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting device return.

Event description:
It was reported that during set preparing for opening a cranium during an autopsy, the blade broke at the mount. It was also reported that this event did not occur during a surgical procedure, and there was no delay or adverse consequences as a result of this event. It was also reported that this single use blade was used ten times.